Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to the patient was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheterization device for evaluation. No signs of use were observed on the device. Visual inspection of the guide wire revealed no kinks or defects. Microscopic inspection of the guide wire confirmed the distal weld was present and appeared full and spherical. The core wire length from the handle to the distal tip measured 4 5/8", which is within the specifications of 4 7/16"-4 11-16" per product drawing. The guide wire outer diameter measured 0.40mm , which is within the specifications of 0.381-0.404mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip." The guide wire threaded through the needle cannula with little to no resistance. A device history record review was performed, and relevant findings were identified. Two non-conformances were identified for material n5-03750-006 with lots 14p19b0051 and 14p19a0053 regarding "arterial - swg/needle resistance". The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of a guide wire/needle resistance was not confirmed through complaint investigation of the returned sample. Visual analysis revealed no obvious kinks or damage to the guide wire. The guide wire and needle passed all relevant dimensional and functional requirements. A device history record review was performed, and relevant findings were identified. Based on the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to the patient was reported.